Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's allegation of error e226 no video recurrence. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had error e226 no video recurrence. The procedure was a therapeutic endoscopic surgery. The procedure was postponed to a later date. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. E226 error occurred due to a communication failure caused by a cable malfunction. The e226 error is an error that occurs when there is an abnormality in the communication between the endoscope and the processor. (Instruction manual otv-s300, chapter 10, when an error occurs, 10.2 how to identify and correct the error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.